Event description:
Caller reported a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty and confirmed the caller would receive a pump with updated software. The caller was instructed on returning the problematic pump using a pre-paid label and on programming settings and connecting their cgm to the replacement pump. Delivery of the replacement pump was confirmed without the need for a delivery signature, and the caller was advised to use mdi as a backup therapy until the replacement pump arrived.